Event description:
No additional information was provided.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher was returned with the body coil severely stretched and broken at the proximal section and stuck inside the microcatheter. The proximal portion of the pusher was not returned for evaluation. The returned microcatheter was found kinked at 96cm from the distal tip. The pusher was retrieved from the microcatheter, and the heater coil was found burnt, indicating the device experienced a thermal detachment. A review was completed of seven radiographic images that were submitted. None are labeled as to time, date or side. Img1110: ap submentovertex non-subtracted single shot without contrast - the image is very grainy and details are difficult to interpret. Coils are seen in what is assumed to be an acom aneurysm. There is a microcatheter with what appears to be a coil and a coil pusher in it; the proximal pusher marker is proximal to the proximal microcatheter marker. Cannot see for sure where the distal microcatheter marker is, unless it is the marker described as the proximal marker. There is an lvis evo spanning from a2 to a1, but it is not visible on this image because of superimposed bone and poor image quality. Img1111: same as image img1110, less magnified. Img1112: lateral non-subtracted single shot without contrast - the image is very grainy and details are difficult to interpret. Coils are seen in what is assumed to be an acom aneurysm. There is a microcatheter with what appears to be a coil and a coil pusher in it - the proximal pusher marker is proximal to the proximal microcatheter marker. Cannot see for sure where the distal microcatheter marker is unless it is the marker described as the proximal marker. There is an lvis evo, presumably spanning from a2 to a1, but cannot tell the exact position without contrast material injection. Img1113: same as image img1112, less grainy. Img1114: same as image img1111 2. Img1115: ap submentovertex subtracted dsa with contrast - there is a small, wide-neck acom aneurysm. There may be some coils in it, but it is difficult to tell. The shadow of a microcatheter is seen, spanning from the cervical guiding catheter, through the siphon, into the left a1, and maybe into the aneurysm. If an lvis evo is in position, cannot see it because this is a subtracted image. Img1116: ap submentovertex subtracted dsa with contrast - a microcatheter is seen with its tip in the acome aneurysm. I see no coils in the aneurysm. If an lvis evo is in position, cannot see it because this is a subtracted image. As far as could tell, none of the images demonstrate the coil stretching problem and salvage procedure mentioned in the event description, or the cause of the problem. The investigation of the returned coil system found the pusher's body coil to be severely stretched and broken at the proximal section and stuck inside the microcatheter. The proximal portion of the pusher was not returned for evaluation. The pusher was retrieved from the microcatheter, and the heater coil was found burnt, indicating the device experienced a thermal detachment as described in the reported event. The severe stretching of the pusher is consistent with the coil experiencing excessive retraction forces as the coil was stuck. The microcatheter used in the procedure was also evaluated and found to be kinked at the middle section, which may have caused or contributed to the reported complaint. The physical evaluation of the device and the review of the seven provided radiographic images could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination, as well as the catheter model/lot numbers, did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of either device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
During a stent assisted coiling case, the coil detached and was implanted but there was resistance when removing the delivery pusher. The coil detached correctly in the aneurysm however there was a fine filament of unknown origin left behind in the catheter. The microcatheter, which had been jailed behind the stent, was removed as the physician didn¿t think another coil would pass unhindered. The stent was implanted in the patient as part of the planned treatment. The thread was removed from the patient inside the microcatheter. The procedure was terminated as planned and the patient awoke with no additional issues.

Event description:
No additional information received. Please see h10 / h11.

Manufacturer narrative:
H11: please note this MDR was originally submitted in error as a serious injury. B1 and h1 were corrected to reflect malfunction as incident details indicate / determine. All other previously submitted data remains correct.